Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that buttons on customer's insulin pump are unresponsive after a battery change. Customer's blood glucose is 6.9 mmol/l. Customer stated she was trying to deliver a bolus when the numbers started scrolling on their own. She was unable to deliver the bolus. She changed the battery and now the buttons are unresponsive. She treated with an insulin pen. The device will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.